Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with octaray catheter. It was reported by the bwi representative that when using octaray catheter to stimulate the ablation catheter, the stimulation spike on the octaray was really big, not in all the electrodes but just on some of them. During an afib ablation, they managed to finish the procedure with this issue. No patient consequences were reported. No procedural delay occurred. There was no noise on ECG. The issue was related to the stimulation spike on the octaray. The event is being reported for the stimulation spike.